Event description:
The customer reported the smartsite valve on the central line broke while attempting to flush the line. The central line was clamped immediately, the smartsite valve was replaced without incident. There was no pt harm reported. Medical intervention was not required. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported break. Although requested, the device has not been received. A follow-up report will be submitted with results of the eval should the device be received for investigation.